Event description:
When trying to adjust the pressure on the penumbra aspiration pump, the pressure would not change when the dial was turned. The dial appeared to be broken. A back up pump was used to complete the case.

Manufacturer narrative:
Results: there is a broken piece of filter lodged inside the filter fitting. The fitting is also loose. A new filter cannot be installed on the pump therefore the pump is non-functional. The pump vacuum measures -27 in hg when tested by covering the filter inlet. The pressure regulator knob had been over-tightened and was difficult to turn. Once the knob was turned, the pressure could be adjusted. Conclusion: the issue described in the complaint was not confirmed. Because the knob was over-tightened, it may have been the cause of the complaint. When the knob is over-tightened the operator may not be able to adjust the pressure on the pump. The filter threads in the filter fitting were not mentioned in the complaint and were likely caused by over-tightening.